Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
Date of event: unknown/not provided. Serial number : unknown/not provided. Catalog : a complete catalog number is unknown as the serial number was not provided. Expiration date : unknown as the serial number was not provided. Unique identifier (UDI#): unknown as the serial number was not provided. Implant date: exact date not provided, only year 2011. (B)(6). Device manufacture date: unknown as the serial number was not provided. (B)(4). Device evaluation: product evaluation could not be performed since the product was not returned for evaluation. Therefore, the reported issues could not be verified, and product quality deficiency could not be determined. Manufacturing records review: manufacturing record evaluation could not be performed since the serial number of the complaint product was unknown. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal lens, model ar40e, had to be explanted from the patient's right eye on the (B)(6) 2019 following clouding of the lens. Initial implant was done by different, unknown hospital, and therefore serial number details were not available. No issues or medical/surgical interventions have been reported and no further details could be provided.